Manufacturer narrative:
Corrected data:(B)(4) is hereby redacted. It was present prior to the procedure and not a result of involvement with the reported device. Investigation - evaluation a review of the drawings, device history record, documentation, instructions for use (IFU), trends, photographic inspection,and quality control of the device was conducted during the investigation. The product was not returned for evaluation; however, a review of the returned photographic image provided by the site confirmed the reported event. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. Insert the dilator completely into the introducer. If using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The patient reportedly had a history of prior procedures resulting in scarring at the access site, tortuous anatomy, and past medical history significant for coronary artery disease (cad) & coronary artery bypass graft (CABG) surgery. The images provided by the site revealed a kinked catheter and unraveled reinforcement material. Clinical factors that may have contributed to the reported malfunction include the sheath meeting with resistance at the patient's scarred access site. In addition, the site reported that nothing was inserted into the sheath prior to removal. Per IFU instruction, the user should not attempt to insert or withdraw the wire guide and /or introducer if resistance is felt. The user is also instructed to withdraw the sheath and dilator as a unit. Based on the information provided and the results of the investigation; and without the benefit of the returned device for evaluation, however, the root cause cannot be conclusively determined. Contributing factors may be related to the user's technique and the patient's preexisting condition/ patient anatomy. We will continue to monitor for similar complaints. Measures are being conducted to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw# (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed that: a patient was admitted to the hospital with non st elevation myocardial infarction (nstemi) and underwent cardiac catheterization via the right femoral artery. The patient¿s anatomy was reported to be both tortuous and calcified. At end of the case the femoral sheath could not be removed, reported to most likely be due to the sheath being stuck in surrounding scar tissue overlying the femoral artery. During removal part of the sheath separated leaving the integrated wire hanging out from the skin and the rest of sheath in groin. The patient was taken to operating room to remove the residual sheath via cut down of right common femoral artery and repair of the arteriotomy site. The sheath was removed and the patient was reported to be ¿stable.¿ no additional information was available at the time of this report.